Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2022 due to a spontaneous and severe intestinal perforation. There were no reported device issues and the left ventricular assist device (lvad) was running as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(4), could not conclusively be determined. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 left ventricular assist system instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.